Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight.

Event description:
It was reported that patient experienced recharge burden. Due to which patient stopped charging and ipg was deemed inoperable. As a result, the ipg was explanted replaced restoring the therapy.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.